Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre-operatively, the blade of 2 reloads were already out and disengaged. There was no patient involvement.